Event description:
It was reported by the neurologist's office that the patient had recently passed away. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient's death was not vns related and there was no autopsy performed. The believed caused of death was noted to be acute adrenal insufficiency and the death was witnessed by hospital staff.